Event description:
It was reported that the insulin gauge was inaccurate intermittently. There was no reported adverse impact to the customer. Reportedly, the customer continued to use cartridge and follow up if necessary.